Manufacturer narrative:
An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead this issue would be investigated through database application logs. This issue is confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the sw requirement doc field. After a thorough investigation the software support team has confirmed every notifications were sent to the carepartner within that minute from nov 23rd to nov 26th. There is one instance(nov 24, 2025 at 07:27 am pst) where it took about 6 minutes for the app to log it received the push notification. The most likely root cause could be due to the internet connectivity or app maybe forced closed. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: we have investigated the alerts that were sent to the carepartner and can confirm every notifications were sent to the carepartner within that minute from nov 23rd to nov 26th. There is one instance(nov 24, 2025 at 07:27 am pst) where it took about 6 minutes for the app to log it received the push notification. This could be due to the internet connectivity or app maybe forced closed. For notifications that are not received while the phone is locked, please try the following: enable app notifications: settings apps carelink connect notifications turn on. Disable battery optimization for the app: settings battery battery optimization carelink connect don't optimize. Check do not disturb settings: settings notifications do not disturb allow exceptions for the carelink connect . Enable background data: settings apps carelink connect data usage turn on background data. Allow notifications on lock screen: settings notifications lock screen show notifications. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was not receiving notification on application when their phone was locked. The customer reported no adverse event. The event involved product(s) mmt-6111. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.